Event description:
It was reported that the bd micro-fine ultra¿ pen needle experienced insufficient cannula length on patient end. The following information was provided by the initial reporter: I am finding that the needles are either do not extend down far enough to reach the insulin cartridge.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle experienced insufficient cannula length on patient end. The following information was provided by the initial reporter: I am finding that the needles are either do not extend down far enough to reach the insulin cartridge.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 05-sep-2023 h6: investigation summary seven open 32g x 4mm pen needle samples were returned from lot no. 3004060, cat. No 320584. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on five samples and a broken non patient end of cannula was observed the remaining two samples. A functionality test was carried out on all samples and no issues were observed. Measurement of the od was also carried out and all parts were found to be in spec 0.0090¿ - 0.0095¿ sample 1 ¿ 0.0094¿ sample 2 ¿ 0.0093¿ sample 3 ¿ 0.0094¿ sample 4 ¿ 0.0093¿ sample 5 ¿ 0.0093¿ sample 6 ¿ 0.0094¿ sample 7 ¿ 0.0093¿ as all confirmed samples were returned open it is not possible to determine root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle experienced insufficient cannula length on patient end. The following information was provided by the initial reporter: I am finding that the needles are either do not extend down far enough to reach the insulin cartridge.